Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed that the sample received had one lens haptic that was observed to be broken. Visual inspection at 10x magnification revealed that few loose particles were observed in the sample compatible with handling the lens out of the sterile environment. The sample was observed with the characteristic of acrylic 1-piece. A functional test cannot be performed for the complaint lens received. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported while implanting an intraocular lens in the left eye of a patient, the capsular bag tore. The lens then became displaced. It was removed and a vitrectomy performed. The incision was not required to be enlarged. Another lens was implanted during the same procedure. No further information has been provided.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder